Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the alarm was determined to be from the disconnection of the heater bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. The technical service representative had the patient cycle the power on the device to clear the alarm. During troubleshooting, the patient stated that the heater bag had become disconnected from the heater line. The technical services representative assisted the patient in ending therapy. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.